Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. This device is not expected to be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after initial implant, it was noted that the patient's heart rate was slow at 45 beats per minute. This pacemaker exhibited loss of capture (loc) and low impedance on the right ventricular (rv) lead channel. The involve rv lead is a non-boston scientific lead. Additional intervention was performed on the same day and the physician explanted the device along with the rv lead. Another device was successful implanted with good measurements. No additional adverse patient effects were reported.

Event description:
It was reported that after initial implant, it was noted that the patient's heart rate was slow at 45 beats per minute. This pacemaker exhibited loss of capture (loc) and low impedance on the right ventricular (rv) lead channel. The involve rv lead is a non-boston scientific lead. Additional intervention was performed on the same day and the physician explanted the device along with the rv lead. Another device was successful implanted with good measurements. No additional adverse patient effects were reported.